Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged lightheaded and dizziness after use of the machine. Patient also stated tubing caused water to run to the back of throat, and causing fluid build up, particles in tubing/chamber, other thermal issue. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and showed that there were no signs of contamination on the outside of the device. The manufacturer visually inspected the device internally and found signs of contamination on the filter port, blower box. While taking the device apart it was noted that one of the screw that holds down the blower box lid was missing. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but signs of contamination were observed and are consistent with being from an external source. Section h6 were updated in this report. Corrected information was provided in h.6. Section (in previous MDR diziness was not included).

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).